Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault with significant reduction of irido-corneal angles. Lens rotation, shallowing of the ac, angle closure and iris prolapse. In a separate surgery the lens was repositioned. On a later date the lens was explanted. Medical management was also noted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency

Manufacturer narrative:
H6- clinical code: 4581 - significant reduction of irido-corneal angles, shallowing of the ac, angle closure, iris prolapse h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).